Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported that the touchscreen is not working. The customer stated that the touchscreen was replaced and is still not working. The field service engineer (fse) verified the reported problem. The customer reported the unit was not in use on a patient. The fse replaced the touchscreen to address the reported problem.